Event description:
It was reported that the customer experienced consecutive occlusion alarms, specifically alarm 2 followed by alarm 26, with incidents happening intermittently over the past few weeks, especially when the insulin cartridge was down to its last 50 units. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge before resuming insulin delivery and agreed to implement suggested plans, such as rotating injection sites, using room temperature insulin, and contacting customer technical service during active occlusion alarms. Cts provided follow-up and troubleshooting guidance and emailed occlusion resources to the customer to minimize future occurrences.